Event description:
It was reported, 10 days after the cystoscopy procedure using the cysto-nephro videoscope, the patient experienced a urinary tract infection (uti), verified by a urinary culture that was positive for pseudomonas, and was treated with the antibiotic cephalexin. Additional details were requested but not provided. The olympus endoscopy support specialist (ess) was on-site for observations of cleaning with facility staff. The facility did not have a reprocessing machine. During observations, the ess noticed that manual high-level disinfection was performed but not all steps were being completed. The ess completed a reprocessing in-service to correct deviations and provided customer with scope cleaning directions.